Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "midterm outcome of fourth-generation ceramic-on-ceramic bearing surfaces in revision total hip arthroplasty". Literature article entitled, "mid term outcome of fourth generation ceramic on ceramic bearing surfaces in revision total hip arthroplasty" by jung-dong chang, et al, published in the journal of orthopaedic surgery (27 may 2018) vol. 26, no. 2, pp. 1-7 was reviewed for MDR reportability. This study evaluates the clinical and radiologic outcomes od 52 patients after revision tha with a 4th generation coc bearing surface. The acetabular cup and femoral stems, from a variety of manufacturers, were revised in al cases. In the first revision, 4 depuy aml cups were retrieved. No further depuy products were listed in the initial revision surgery retrieval. The reasons for revision were: cup loosening, infection, retro acetabular osteolysis, disassociation of the acetabular liner, fracture of the ceramic liner, and periprosthetic fracture with loosening of the acetabular cup. During the primary revision, 22 pinnacle acetabular cups with biolox delta coc heads and liners and 14 s-rom stems were implanted. The remainder of the implants were not depuy products or materials. The follow-up period continued for a mean of 7.3 years. Complications following the "primary revision surgery are as follows: 6 cases of heterotopic ossification, 2 periprosthetic fractures, and 2 late infections. 1 periprosthetic fracture occurred intraoperatively and was treated with cerclage and no further complications. The other fracture was treated with orif, the femoral component was well fixed and left in situ and did not contribute to the adverse event. The cases of late infection were treated with surgical irrigation and debridement as well as implanted antibiotic beads. The femoral heads and liners were exchanged in these cases with the cup and stem left in situ. Neither the head nor the liner contributed to the infections, they were exchanged due to extensive soft tissue debridement. There were no further complications. No acetabular cup or femoral stem were revised a second time. At follow-up, all implants were well-fixed and osseointegrated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.